Event description:
It was reported that the pulse generator exhibited premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis revealed a measured data anomaly in the stored battery data. However, as received measured data indicated all parameters and stored battery data were normal for the last 3 months of the implant duration.